Event description:
We had a fatality involving a wheelchair, provided to the victim, by the (B)(4). The chair was being charged at the time of the fire and we have classified the event as accidental. However, as it is a product that was part of the ignition sequence, we would like to report this to you.